Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error detected on the insulin pump. Customer was advised to remove the battery and change to a new battery. Customer set the time and date. After troubleshooting, customer was okay.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The device received pump error 25 due to non-sleep anomaly software error.